Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2006. The initial reported event of [infection/erosion] was received on [2019-04-01]. Of note the serious injury is normally submitted via an alternative summary report that would have been due on [(B)(6) 2019]. Information was subsequently received on [(B)(6) 2019]. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.